Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the smart site broke off and separated while on a patient. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the smartsite broke off and separated was confirmed. Visual inspection showed that the smartsite port was broken off at the base of the smartsite where it connects to the drip chamber medication port. Examination under magnification showed stress marks at the break site, which was jagged. Functional testing was deemed unnecessary due to the tubing being separated. The root cause of the customer¿s report was determined to be excessive force having been applied to the medication port as indicated by the observed stress marks.

Event description:
The customer reported that the smart site broke off and separated while on a patient. There was no patient harm.